Manufacturer narrative:
The customer reports that the cns (central nurses station) froze and then restarted. Once the cns came back up, the cns was functioning normally. The customer was advised to check the hard drives to ensure that they were not defective. There was no issue with the hard drives. Customer will continue to monitor the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reports that the cns (central nurses station) froze and then restarted.